Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).

Event description:
A customer reported that bubbles coming out of the vitrectomy probe during surgery. The bubbles were able to be immediately removed when they entered the eye, therefore, the surgeon was able to complete the case with the same probe. There was no harm to the pt.